Manufacturer narrative:
(B)(4).

Event description:
It was reported via medwatch "iabp catheter rupture following high pressure alarm. No reason to expect issues (calcified aorta, difficult insertion, etc.)."patient with iabp in place l groin. When rn in room turning patient blood was noticed at site of iabp connection to arrow 6" tubing connection for arterial line. Rn attempted to secure tubing, but noticed middle piece was broken off and stuck in catheter. Broken piece was removed with tweezers and replace transducer tubing. No harm to patient or further monitoring required. Please see associated MDR# 3010532612-2025-00050.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported via medwatch "iabp catheter rupture following high pressure alarm. No reason to expect issues (calcified aorta, difficult insertion, etc.)."patient with iabp in place l groin. When rn in room turning patient blood was noticed at site of iabp connection to arrow 6" tubing connection for arterial line. Rn attempted to secure tubing, but noticed middle piece was broken off and stuck in catheter. Broken piece was removed with tweezers and replace transducer tubing. No harm to patient or further monitoring required. Please see associated MDR# 3010532612-2025-00050.